Event description:
It was reported that during follow-up, externalized conductors were observed between the distal and proximal coils via fluoroscopy. No electrical anomalies were noted. Plans were made for the lead to be monitored.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 11.5-13.7cm from the distal tip. The silicone insulation was abraded and the conductor was visible. The etfe coating was intact at the same location. External insulation abrasions were found at 8.9-9.3cm, and 9.7-10.5cm from the distal tip, consistent with lead friction to another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.